Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the bisector would not coagulate the vein. A replacement device was used to complete the case. The hosp did not report any pt effect.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).